Event description:
It was reported that during the implant attempt, the physician attempted to screw the atrial lead into the device, but the lead would not remain fixed within the connector. Another device was attempted, with the same results. The physician then attempted to attach the atrial lead to the first device once more, and was successful. The second device was not used, and the first device remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. The set screw was damaged.